Event description:
It was reported that during a supply change the user initially did not observe insulin drops, then repeated the change with new supplies under guidance and observed drops; blood glucose was elevated last recorded at 233 mg/dl but assessed as unrelated to the supply change, and the specific component involved could not be determined. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to identify a specific device problem or component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.